Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy performed on (B)(6) 2009. According to the complainant, during the procedure, the physician positioned the clip within the colon to treat a bleed. However, when the physician went to open the clip, he noticed that the clip would not open to its fullest width. The clip did not grasp tissue and it was not deployed. The clip was retracted back into the sheath and removed from the pt. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). (Won't open fully). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).